Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. Please clarify, if product was removed: was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? What is the most current patient status? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a delivery procedure on (B)(6) 2025 and suture was used. During the procedure, at 18:35, the mother gave birth to a live male infant through a left side incision under a routine disinfection cloth. The left side of the perineum was incised and sutured layer by layer with sutures, and the skin layer was sutured intradermally. Post-op, on the 8th day after surgery, the woman complained of unbearable pain at the perineal incision. During the perineal examination, it was found that the perineum was red and swollen, and the sutures were not absorbed. The stitches were removed for anti infection treatment. This incident resulted in a prolonged healing time for maternal wounds. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Corrected information: b 1. Is product problem, h 1. Type of reportable event. Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 3a. Sex, a 3b. Gender, b 1. Is adverse event, b 2. Is required intervention, c 1. Name, strength, manufacturer/compounde, h 6. Health effect - impact code. Additional information was requested, and the following was obtained: after investigation, the patient was a 25-year-old female who underwent lateral episiotomy suture on (B)(6) 2025. The operator used vcp345h for suturing the perineum and skin tissue during the operation. The suturing operation went smoothly. On (B)(6) 2024, the patient returned to the hospital for reexamination and complained of perineal wound pain. The doctor found that the suture at the perineal wound suturing was not absorbed. The doctor removed the stitches and gave the patient anti-infection treatment. The subsequent adverse event report was not received. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.